Event description:
It was reported that the patient experienced intermittencies in his hearing perception in week 36. Testing on (B) (6) 2009 was unremarkable. External parts were exchanged. One week later, the patient experienced intermittencies again. Testing on (B) (6) 2009 confirmed that the device had malfunctioned. Resonance frequence is at 12 mhz.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.